Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device came in for service and was repaired by the technician. No further information is available. The device was exchanged.

Event description:
It was reported that the bearing was hot. Report 1 of 1 complaint (B)(4).